Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve reported problem "c-34 - hf voltage too low in on state". The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the reported failure was confirmed and reproduced. It was found that the error c-34 was seen on the start-up. During the visual inspection it was observed that the unit had dent on bottom side of cover. There were deep scratches on the left top side of cover. The complaint was confirmed based on the field evaluation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: c-34 - hf voltage too low in on state. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable cause of error c-34 is attributed to a faulty electrical component inside the integrated electrosurgical unit (iesu). This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the operating room (or) staff called intuitive technical support engineer (tse) to report an issue with the erbe throwing a c-34 error fault every time the surgeon uses monopolar energy. The or staff had tried to power cycle the erbe but the issue remained. Tse reviewed the logs and confirmed the issue. Tse recommended unplugging the ft-10 electro surgical unit (esu) nearby and power cycling the erbe but the issue remained. The procedure was completed with no reported injury.